Manufacturer narrative:
This report is being submitted as additional information was received noting that no high capture thresholds were noted on this lead.

Event description:
It was reported that during a device upgrade procedure, this right atrial (ra) lead exhibited noise. The noise was reproducible with manipulation in or out of the device header. It was suspected that lead damage occurred during the upgrade procedure. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that lead damage occurred on the right atrial (ra) lead during the upgrade procedure. Product record reviews did not identify a product quality issue or new patient harm. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device upgrade procedure, this right atrial (ra) lead exhibited noise. The noise was reproducible with manipulation in or out of the device header. It was suspected that lead damage occurred during the upgrade procedure. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device upgrade procedure, this right atrial (ra) lead exhibited noise and elevated thresholds. The noise was reproducible with manipulation in or out of the device header. It was suspected that lead damage occurred during the upgrade procedure. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.